Event description:
It was reported that (1) atw35 was used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported by the rep that the device would not fire when placed across appendix. Opened another device to complete the case. There was no consequence to pt.